Event description:
Pt upon lead interrogation was found to have high resistance of the ventricular lead. Pt admitted for definitve diagnosis and treatment of problem. Problem was a generator malfunction (four yrs old, first generation). New generator was connected. This info was submitted as follow-up 9/29/94: co's reliability department confirmed that the device exhibited no ventricular output. Examination of the connector header identified an open connection between the ventricular tip connector block and the feedthrough, causing the loss of ventricular output.